Manufacturer narrative:
Date sent to the FDA: 08/25/2020. Additional information was requested, and the following was obtained: what is the lot number for the stratafix suture used? Confirmed the complaint device was a stratafix suture indeed, but the lot number information could not be obtained now, please analyze the product which you received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/22/2020. Additional h3 investigation summary : it was reported performance fixation feature breakage intra-op. It was received for analysis an empty opened labeled winding former and a used needle-suture of product code sxpp1a405. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and a side of the fixation tab were broken. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/17/2020. Additional information was requested and the following was obtained: please confirm the lot number that applies to this record. Does pj5401 correspond to another complaint? No. If so, please provide the complaint details for the event occurring with this lot number. After confirmed with the sales rep, the complaint device was a stratafix suture indeed, please analyze the product which you received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number for the stratafix suture used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot number that applies to this record.

Event description:
It was reported that a patient underwent a lumbar spondylolisthesis procedure on (B)(6) 2020 and barbed suture was used. The fixation feature was found detached during the surgery. There were no adverse patient consequences reported. Additional information was requested.